Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
When the box of cement was opened up and poured out, a hair fell out of the packaging. This occurred while on the sterile field.

Manufacturer narrative:
No device associated with this report was received for examination. Provided photographs confirm the presence of the reported hair. The cement powder packaging consists of three layers, an inner sterile pouch, an outer secondary non-sterile pouch and an outer foil. The initial powder fill procedure mps-a-03 appendix 4, details how smartset hv cement is filled and highlights the gowning and wearing gloves procedure scp-pr09. Step 6 of the appendix also states to "ensure that all powder bags containing cement powder are sealed. Prevention of introduction of contamination into the product." As all operators adhere to these requirements, it is unknown as to how the hair has gotten into the sterile packaging. Without further information and confirmation that the hair was in the sterile inner pouch, a true root cause cannot be established at this stage. This is the first complaint of this nature received within the last 12 months and therefore will be classed as an isolated incident. Any further complaints received of this nature will be monitored with corrective action and escalation taken if required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.